Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose of 1500 mg/dl. The customer was nauseous and vomiting the customer was treated with saline fluid, insulin drip and oxygen. The customer was wearing the insulin pump at the time of hospitalization. The customer's spouse stated the device failed that resulted hospitalization also mentioned that the transmitter was broken. The customer stated that the drive support cap appeared normal. Customer declined further troubleshooting. Blood glucose reading at the time of call was 672 mg/dl. The insulin pump will be returned and customer would like to have a letter of analysis.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No deliveries anomaly noted during testing. Unit functioned properly. Pump passed the delivery accuracy test. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.